Event description:
It was reported that the right atrial lead dislodged. The lead was explanted. During the replacement procedure, a lead was attempted but not used because when it was placed initially, it did not have "good numbers" so the physician elected to reposition it, but then the helix would not fully extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was also extrinsically over-rotated. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.